Event description:
It was reported that the burr became stuck on the guide wire. A 1.50 mm peripheral rotalink plus and rotawire were selected for use in the anterior tibial. During the procedure after most of the procedure was completed, it was noted that burr stopped spinning on the rotawire and became stuck on the rotawire. It took a little bit of time to remove from the patient's body. The procedure was completed with another of the same device. No patient complications were reported. The patient was fine post procedure.